Event description:
A customer contacted beckman coulter inc., (bec) hotline to trouble shoot failing creatine kinase-mb (ck mb) calibration curve results on their access 2 immunoassay system. During trouble shooting, hotline determined that the customer did not properly load a ckmb reagent pack through the instrument software. Hotline assisted the customer in confirming there were no other mis-loaded packs in the reagent carousel. It was confirmed that no patient samples were tested and no erroneous patient results were generated in connection to this event.

Manufacturer narrative:
After hotline completed trouble shooting, the customer's system was operating within normal specifications and no further information was collected. The customer confirmed over the phone that they had placed the reagent pack sharing warning labels to their instrument (s). Service was not dispatched for this event. Use error is the root cause of this event. (B)(4).